Event description:
It was reported that during a device change out, externalized conductors from distal to the svc coil were observed via fluoroscopy. The patient had received multiple shocks. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.